Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of an anastomosis site and an endoleak, after a total arch replacement (tar) and a "frozen elephant trunk" technique. It was difficult to determine if a leak was from the anastomosis or a distal type I endoleak. A gore® tag® conformable thoracic stent graft with active control system was implanted from the left subclavian artery. Reportedly, the distal end of the gore® tag® conformable thoracic stent graft with active control system was landed inside the ¿frozen elephant trunk¿ device. After a stent graft was implanted, the distal type I endoleak from distal of the "frozen elephant trunk" device remained. On (B)(6) 2022, a reintervention was performed to treat the remained distal type I endoleak from distal of the ¿frozen elephant trunk¿ device. Two gore® tag® conformable thoracic stent grafts with active control system were implanted distally. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), the gore® tag® conformable thoracic stent graft provides endovascular repair of the descending thoracic aorta (dta). The IFU states: intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aortas, endoleaks. Additionally, per IFU, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Further review of the file has determined this event to be non-reportable. The existing leak was identified at the anastomosis site between the end of the elephant trunk and the native vessel. The distal end of the gore® tag® device was landed inside the elephant trunk and never covered or treated the leak. Therefore, the existing leak--and the secondary procedure performed on (B)(6) 2022 to treat it--cannot be considered related to the function or performance of the gore® tag® device. As it could not be considered related to the function or performance of initial ctag device, the second procedure would not meet the definition of a reportable reintervention event. This report was sent as a reject.